Event description:
A customer reported that they received a low battery icon on their freestyle freedom glucose meter on (B)(6) 2011 at 10:00am. As a result of this issue, the customer reported symptoms of "low sugar, headache, sweating and shaking". The customer self-presented to a health care facility and was diagnosed with hypoglycemia. No readings were provided. Treatment at the health care facility was reported as an unspecified intravenous infusion, and "something to drink". No self-treatment to counteract the event was reported. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Low icon was not observed. The complaint was not confirmed.